Event description:
It was reported that the pump time was incorrect, cause was unknown. As a result the customer's sleep activity did not turn off as anticipated which resulted in the customer's blood glucose (bg) level decreasing to 40 mg/dl. Customer consumed glucose tablets to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate. H3 other text : device not returned.